Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2007 that an endovive standard peg kit push method device was used during a percutaneous endoscopic gastrostomy (peg) tube placement (patient gender, age, and weight are unknown). According to the complainant, "during procedure, the kit came the through guts and launched on the stomach wall. They had to cut the tube and snare and removed from the patient. Then, [they] used another [endovive standard peg kit push method device] successfully." No patient complications were reported as a result of this event. The patient's condition was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the dilating tip was found to be damaged. A functional evaluation found that a 0.035 inch guidewire could not be passed through the damaged section of the dilating tip. The most probable cause per the event description appears to be that the dilating tip was pushed up against the end of the cannula causing the device to accordion and collapse. It is probable that the twist and tear in the tip of the device occurred when the device was removed over the guidewire. The exact cause of the physical damage is undetermined.